Event description:
It was reported that the lead was showing an elevated threshold. It was also noted that the patient participated in the system longevity study (sls). The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.